Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during the intraocular lens (iol) implant procedure, the piston failed to advance the implant. The implant remained stuck in the injector. Additional information received and stated that the implant remained stuck in the injector. There was no improper handling during insertion. There was no other surgical decisions that led to a different therapeutic approach. The surgeon changed the implant and injector. The surgery was completed during the same procedure by using the same diopter lens.